Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the results of the evaluation could not confirm the field reported event as the generator operated as intended under normal operating conditions. The generator successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined and testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The returned product functioned properly during the evaluation.

Event description:
During the procedure ports 1 and 3 on the generator were not reaching the set temperature and port 4 was above the set temperature. Additionally, an error message was displayed that channels were not reaching the target voltage in time. The procedure was abandoned due to the temperature difficulties and error message. There were no adverse patient consequences.